Event description:
During pre-decontamination of the returned sheath, a sheath distal tip tear along horizontal score line was observed and a fragment of distal tip returned in separated container.

Manufacturer narrative:
Added information to a.2, b.5, and h.6 device code. Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected d.2, g.4, and h.6 investigation conclusions. The esheath was returned for evaluation. During visual inspection, the sheath shaft was observed to be fully expanded, as designed. The distal tip of the sheath was torn and separated along the distal edge of the liner, with stretching observed throughout the tip. The distal tip did not open along the axial score line. All score lines were present. The inner and outer axial score lines of the distal tip were not sufficiently mirrored. The radial score line at the axial score line intersection was slightly angled distally. Due to the condition of the returned device, no applicable functional testing was able to be performed. Due to the nature of the complaint, no relevant dimensional testing was able to be performed. A design history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to similar events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. Imagery was provided of the patient's access vessels, which were calcified and tortuous. The IFU, device preparation training manual, and procedural training manual were reviewed. The operator is instructed to inspect the length of the dilators and sheath for surface defects and damage prior to use. During sheath insertion, the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. If a kink is visible in the sheath after the dilator is removed. Reinsert the dilator into the sheath, exchange to a stiff wire (if not already done) and replace with a new sheath. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader during delivery system removal, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. During sheath removal, remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: 1. Initially insert the introducer sheath with the edwards logo facing up. 2. Suture the sheath in place. 3. Once completed, remove the sheath completely with the edwards logo facing up. 4. Remove the sheath without torquing. 5. Do not re-advance or reinsert the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same. The pra remains applicable and no further action is required. A corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Complaint trending will continue to be monitored on monthly basis. The tear in the distal tip and the piece separating were confirmed per evaluation of the returned device. Further inspection of the returned device also revealed that the inner and outer axial (vertical) score lines did not sufficiently mirror each other, which is non-conforming. The mirroring of the inner and outer axial score lines contributes to the tip fully opening along that line. As such, insufficient mirroring of the inner and outer axial score lines may have also contributed to the improper expansion of the tip. Additionally, as there was no report of separation of the tip within the patient's vasculature, it is likely that the torn tip was still attached prior to removal from the patient. The torn distal tip likely caught onto the access site and separated upon removal from the patient. As such, available information suggests that improper expansion of the sheath tip during thv advancement and procedural factors (torn tip caught on access site) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, after a successful tf tavr case, upon removal of the 14fr esheath the expandable seam portion at the end of the sheath was separated and a piece of the sheath actually came off. In biokit will be the sheath and in a separate container will be the piece of the sheath that came off. There was no injury to the patient and groin closure was successful.